Manufacturer narrative:
On july 14, 2020, mentor became aware that the devices returned belongs to another complaint file. The suspect devices for this complaint has not been received. In addition, mentor also became aware that the late hematoma that the patient experienced on the left breast was evacuated then, two weeks post operation. Lastly, mentor also became aware that the patient also took accolate for three months for the firm breast, but there was no changes. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent primary breast augmentation with two 385cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii, and left breast hematoma, post-procedure. Hematoma was diagnosed on (B)(6) 2019. As a result, the patient underwent bilateral removal on (B)(6) 2020 and replacement with the following devices: (left) 320cc mentor memorygel breast implant catalog: 3507320 lot: 9418232 sn: (B)(4) and (right) 320cc mentor memorygel breast implant catalog: 3507320 lot: 9418232 sn: (B)(4). This medwatch form is for the left breast prosthesis.